Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow-up report will be submitted when the investigation is complete. Block a: patient information was not provided. Legal manufacturer: hcit chicago - 500 west monroe USA chicago il 60661.

Event description:
Ed physician reviewed chest x-ray on centricity pacs - ra1000 clinical workstation with include comparison enabled. Physician did not recognize chest x-ray image was a comparison and treated patient for a pneumothorax from an old comparison chest x-ray by placing a chest tube into lung. Patient's current chest x-ray was normal (no pneumothorax).â pacs admin reports no other patient impact.

Manufacturer narrative:
No gehc product defect was identified. The issue was determined to be use error, where the ed physician did not notice the system's configuration was set to display comparison images. They overlooked several indicators, including the bold white corner brackets, the viewport header with the date/time of the study, and the image overlay with the date/time of the study, all of which signaled that the image was a comparison. Gehc has since conducted customer retraining.